Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of failed hardware and cubie won't eject. Was confirmed by fse and subsequently validated in the dchu testing process. According to work order wo:#(B)(4) the fse found that row c was off on bus, the fse ejected cubies and replaced rowboard and reboot row b and c, reseated ribbon rowboard cable. The fse test by final test in hardware test application and reload. During dchu visual inspection: part number 356450-01: both assy tray components were in good condition with no signs of visible damage. During dchu testing: part number 356450-01: both assy tray components failed the hta communication and functional testing since the components were not detected by hta equipment. The faulty assy trays were internally inspected finding signs of fluid ingress around pcba components. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the drawer failure and cubie would not eject complaint was attributed to fluid ingress within the returned assy tray hh assemblies (p/n 356450 01). Internal inspection revealed corrosion and residue around pcb components, and hta testing confirmed communication failure of the trays. These findings are consistent with the failure mode reported by the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie drawer 2.1 pockets c3 and c5 failed to eject, which located on hazipu1. The customer tried to recover the drawer, but the issue persisted. As per part investigation, it was determined that there was fluid ingress within the assy tray hh assemblies. There were no adverse events or injuries reported based on this event.